Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es was not detected on the communication bus. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jan-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the incident, it was found that the device was not detected on the bus. A field service engineer contacted the customer and confirmed that the customer had recovered the previously failed pockets. The system functioned as intended after the customer recovered the device.